Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 385-500mg/dl and trace levels of ketones. The customer delivered a correction bolus via the pump to address the bg levels. The customer believed that the infusion set site was the cause of the elevated bg level therefore they changed their infusion set site. Tandem technical support discussed the facts that could cause an elevated bg level with the customer. The customer declined an additional follow-up call to ensure that their bg levels decreased from 385mg/dl.